Event description:
Facility reports, "the fibers has broken after saline solution, during blood flow. There was blood leakage through the external compartment." The leak was noted visually at the beginning of treatment. Treatment was stopped and restarted with new disposables. The estimated blood loss in not known. No medical intervention is associated with this incident per facility.